Manufacturer narrative:
The memory of the returned meter was found to have an incorrect result of "hi" for every 4th result. A result of "hi" indicates a reading higher than 33.3 mmo/l (600mg/dl). The result on the meter display was correct, but the result stored in the memory was not. The meter averages were all "hi" as the result was not the usual 33.4 mmol/l (601 mg/dl), but a result around 65,000. When the results were downloaded, the incorrect readings were shown as 0.0. This caused the downloaded average to be lower than expected.

Event description:
A canadian customer called for help with her breeze2 meter. The customer stated the meter was reading correctly, but when she checked the meter memory, she alleged that a reading of 7.4 mmol/l showed up as a "hi" reading. No adverse events were alleged. The customer's meter was returned for eval. A replacement meter was sent to the customer.